Manufacturer narrative:
Reported event of clip difficult to release from the catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure on (B)(6) 2015. According to the complainant, during the procedure, the clip was stuck inside the sheath and would not fully advance out of the sheath prior to deployment. The clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. The user had to jiggle the clip in order to successfully release the clip from the catheter, thus completing the procedure. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.